Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 3550-29, lot# n377761, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type accessory product ID 977a290, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The patient&#38112;health care provider (hcp) confirmed that there was a sudden onset of second degree lead migration. Resolved with surgery.

Event description:
It was reported that the physician implanted the device and the device was fine but it wasn¿t isolating the limb they wanted it to work on. The patient had a surgery on (B)(6) 2014 where they went through the patient¿s neck and had to cut part of the patient¿s bone to the vertebrae so the surgeon could put the lead in the proper area. The patient reported that it has been wonderful and is still healing from the pain in their neck from the surgery. As far as the neurostimulator, everything is working perfectly as reported by the patient. Further follow-up is being conducted to find out how the patient is doing. If additional information is received, a follow-up report will be sent.